Event description:
It was reported by the biomedical engineer (be) that when the external pulse generator (epg) was powered up, the display contained non-english words. Of note, the battery voltage was less than 6.5 volts. The battery was replaced and the epg was powered up as designed and was placed back in service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).